Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a wedge resection, a powered handle was loaded onto the handle. Prior to grasping tissue, a crack sound was heard and the end of the shaft was broken. The device was inserted into the cavity directly. Another powered handle was used to complete the procedure. No other known adverse events reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends and an evaluation of the returned device. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The proximal end of the adapter was broken and received separated from the reload. The articulation flag was bent. Functional testing of the reload could not be performed due to the damage to the adapter and articulation rod. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested due to a broken adapter and a bent articulation flag. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.